Event description:
As reported: "threaded pieces of metal appeared when tightening a screw to the plate."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note corrections to d9 / h3. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Only a part of a ripped off thread was returned. However, it could not be possible to determine if the fragment is from one of the reported screws or from the plate. The fragment does not enable a detailed investigation. The root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in the patient.

Event description:
As reported: "threaded pieces of metal appeared when tightening a screw to the plate."